Event description:
It was reported that an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.